Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
During the procedure "standby/excessive usage" message was noted repeatedly. At 51,462 joules and 11:28 minutes expended on the failed fiber. The tip of the fiber was not cleaned during the procedure. The procedure was completed at 66,572 total joules and 14:55 minutes

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the "laser firing through the end of the fiber" was observed. The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported.